Manufacturer narrative:
Complaint no: (B)(4). This complaint is for a report of a use error during the dwell four of four, where the patient did not get the connection tight enough causing a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides the patient step-by-step instructions in the operating instructions on how to ¿connect yourself to the disposable set¿. The warnings and cautions section instructs the user to ¿check all disposable set connections for a secure fit before beginning your therapy¿. As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown transfer set leaked when the transfer set became disconnected from the lower lock. This occurred during dwell four of four of peritoneal dialysis therapy; patient was connected. The fluid leaked onto the patient's hands. The patient went to the clinic where she was given prophylactic antibiotics. The registered nurse (rn) stated they believe the transfer was loose and became untwisted and that it was unintentional error on the patient¿s part. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available.